Event description:
It was reported that the pt has had pain on and off since surgery and it has gotten worse over the last 3 to 4 months. Pain occurs when sitting down and getting up, and the pt leans more on the left hip. Hip wakes her up a lot at night.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes then to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.